Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed white particulate matter, 0.30 square millimeters in size, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a white particulate matter floating inside. This was identified during storage. The device was filled with an unspecified amount of ciprofloxacin. There was no patient involvement. No additional information is available.